Event description:
It was reported that the tip of the screwdriver was broken off. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visually confirmed the instrument is broken at the base of the tip, where the instrument interfaces with the fas head. Microscopic examination identified a quasi-brittle fracture with circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.